Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The upstream occlusion alarms were confirmed through an event history log review. The cause was undetermined. If any additional info is received, a follow up will be sent. The ultrasonic sensor was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "upstream occlusion" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unk since the item was found during eval of the device.